Event description:
A normal elective replacement indicator (eri) was reported. The pump was replaced, and the catheter "was not flowing". The catheter was found to have clogged holes at the tip as well as suture having pierced a section of the catheter near the spinal entry point. No patient symptoms were reported. The medication used within the system was unknown. It was later reported, the medication used within the system was dilaudid 20 mg/ml. The catheter was completely replaced. No troubleshooting was performed. The patient was thought to be receiving effective therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The initial analysis result of the catheter was coded reliability non-conformance. This tear in the silicone seal issue was further investigated internally and concluded that the correct coding should be no significant anomaly and/or explant damage. Analysis of devices with observed tears in the seal near the guide ring determined that the anomaly does not affect device performance or its ability to meet product specifications. The tears in the seal material do not affect the connector performance and they do not prevent the connection from remaining patent or create a leak condition. In addition, there are no allegations of embolisms due to tear. These tears in the seal also do not present a performance issue to the connector if the catheter is reconnected.

Manufacturer narrative:
Product ID: 8709 lot# serial# (B)(4), implanted: 2006 (B)(6), explanted: 2013 (B)(6), product type catheter product ID: neu_unknown_cath lot# serial# unknown, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Product ID neu_unknown_cath lot# serial# unknown, product type catheter. Analysis of the catheter ((B)(4)) revealed a user related hole in the catheter body as well as a dark residue occlusion in the dispensing holes of the catheter body. When tested for patency, an occlusion was seen but was easily broken loose. After decontamination, the dark foreign material was no longer in the most proximal set of dispensing holes, but the catheter was still discolored in that area. The suture was seen through the catheter body. After decontamination, holes were seen where the suture was applied. Some discoloration was seen where the suture was applied and indicated that a user related hole likely occurred during implant. Analysis of the catheter (unknown) revealed a tear in the seal near the guide ring of the sc connector. Analysis of the pump revealed no anomalies. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.